Manufacturer narrative:
It has come to co's attention since the submission of its first supplemental dated 4/29/1998 that the evaluation code entered in the results is a correction to the data entered on co's initial report submitted on 2/23/1998. The result should read as indicated on co's supplemental #1.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.